Manufacturer narrative:
(B)(4). Batch #: unknown. Not enough data provided to perform a call home investigation. No device will be returned to neuwave for further investigation. The root cause is unknown. Additional information was requested and the following was obtained: the ae hemoglobinuria has been changed to "intraoperative hemolysis." Was there any device deficiency or user issue during the procedure that cause an injury to the urinary system that would have led hemoglobinuria? Why does the surgeon believe there is a relationship between the device and the post operative complications? Why does the surgeon believe there is a relationship between the procedure and the post operative complications, the hemoglobinuria? There was no device deficiency or user issue noted during the procedure and no injury was observed or likely to have occurred to the urinary system during the procedure. The hemoglobinuria is a rare but known finding after liver rfa/mwa, which is likely caused by an acute hemolysis. The hemolysis is thought to be induced by direct thermal damage to the erythrocytes when exposed to microwave radiation close to larger vessels, but the exact mechanism/ contributing factors are not well understood and only few cases have been described. Therefore the complication is to our judgement likely related to the procedure, and unlikely to any out-of-normal operation of the device itself, although we cannot fully rule out this possibility from our position. The patient had a minor decrease in hb and kidney function and bilirubin levels were closely monitored. The hemoglobinuria was resolved the next day with bilirubin levels decreasing and stable kidney function and patient could be discharged in good condition.

Event description:
It was reported via clinical trial ablation the patient experienced intraoperative hemolysis. There is an unlikely relationship with the device and a probable relationship with study procedure. The patient has recovered.